Manufacturer narrative:
Product analysis the full lead was returned and analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient's device alerted indicating noise and out of range (oor) pacing impedance on their right ventricular (rv) lead. The patient's device was interrogated and the lead also exhibited high rv defibrillation impedance, which was suspected of a possible lead integrity issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the (B)(6) clinical study.